Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the battery compartment was cracked. The reporter confirmed that there was no noted power loss associated with this issue. The reporter indicated that there was no noted moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the pump battery compartment was found to be cracked along the side of the threads and also below bumper pad. The battery cap was not returned with the pump; a test cap was inserted for testing and the pump powered on appropriately.